Manufacturer narrative:
Analysis of the pump found gear train anomalies of the motor. Corrosion and/or wear and/or lubrication were found along with a stall due to gear wheel 3.

Event description:
It was reported the system was explanted on (B)(6) 2013 because it was seemingly ¿not working well.¿ the patient had a history of using intrathecal infusion since 2002. Since this pump was implanted in 2009, it was reported the pump had not worked properly. The pump message logs indicated the pump was stopping even though the pump was never stopped. Troubleshooting, including a dye study, rotor study, x-rays, MRI, boluses, and review of the pump logs, were done on the pump. It was said that in the year of 2010, the patient¿s spasticity had been increasing, despite the baclofen dose being increased from 180 to 900 mcg/day. In (B)(6) 2010, it was reported a catheter was changed because of this issue. The issues continued and on (B)(6) 2012, another catheter was implanted. However, the issues remained. In (B)(6) 2012, a baclofen test was done; an intradural injection of 100 to 200 mcg was given, and the result was reportedly negative. Ultimately, this lead to the pump explant. During the pump explant, a problem was also observed with the plastic connection catheter for the two pieces of the catheter; there was a broken layer in the plastic connection. The patient suffered from a ¿strange¿ neurological and hereditary disease that included spasticity and deafness. Since 2009, the patient had an increase in spasticity. It was stated it was not clear if the reason for the increased spasticity was the pump or disease progression. The pump was used to deliver lioresal. As of (B)(6) 2013, the patient's new implant, was not yet working.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, lot# unknown, product type catheter product ID 8780, lot# unknown, product type catheter; product ID neu_unknown_cath, lot# unknown, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.